Event description:
It was reported that when using one (1) bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was a cracked tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received two photos for investigation, which show a defective stopper and an unused tube with variable data visible on the tube label. Additionally, a total of 100 retained samples were visually inspected, and all were found with the hemogard closure assembly correctly assembled and placed on the tubes. Furthermore, a functional test was conducted on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. This complaint has not been confirmed for the indicated failure mode: no fill/no vacuum. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was a cracked tube. No adverse impact was reported regarding the patient or user.